Event description:
In 8/1998, the account rec'd a positive toxo-m result of 1.124 index, which was confirmed in another lab using the same method (results not provided by account). The axsym toxo-g result was 0.8 ul/ml. As a consequence of the axsym toxo-m result, the pt had an abortion. In 11/1998, the pt was tested with imx toxo-m and a result of 0.804 index was given. After neutralization, the sample gave a result of 0.222 index. The november sample gave an axsym toxo-g result of 0.7 ul/ml.